Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the first firing seemed to fire normal, but after inserting the circular, it was noticed that the staple line had not formed. Another device was opened, but it did not staple or cut. A third device was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with a 1/2 partially fired cartridge that was noted to be in good visual condition and with the lockout tab in normal condition. When tested for functionality, the articulation mechanism was noted to be damaged; even though, the device was fired with a test cartridge and the staple and cut line were noted to be complete; however, the staples malformed. Therefore, the device was disassembled to examine the condition of the internal components and three articulation gear teeth were noted to be broken; no other anomalies were noted.